Manufacturer narrative:
Product event summary - the lead was not returned for analysis; however performance data collected from the device was received and analyzed. There was a patient alert for a lead failure predictor on (B)(6) 2012. A patient alert for out of tolerance sub thresholds lead impedance on (B)(6) 2012. The daily pacing lead trend data showed various spike increases for ventricular bi-polar pacing impedance of 456 to 4047 ohms range between (B)(6) 2012. The lead failure predictor high rate non-sustained was less than or equal to 180 ms average v cycle on (B)(6) 2012 and ventricular non-sustained equal 215 ms on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient's lead integrity alert triggered. Trend data indicated that the right ventricular (rv) lead impedance varied greatly from normal readings to high impedance. Rv oversensing was also observed. The patient was taken into surgery and found that the connector pin of the df4 connector was not completely inserted. The pin was properly inserted and the device and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.